Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where there was an open clamp on an unused supply line during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of six in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative (tsr) had the caregiver check the supply lines. The caregiver stated there was an open clamp on the supply line. The tsr explained that the open clamp caused the system error 2240. The tsr had the caregiver cycle the power to the homechoice to clear the alarm. The tsr explained to the caregiver that they would need to start over with all new supplies and how to remove the supplies from the homechoice. The tsr then reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.